Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump had ¿reset to safe mode". The hcp emailed saying the pump would be replaced as soon as possible (also stated as the family would be given an appointment as soon as possible for pump revision). The event date was stated as (B)(6) 2017. Additional information was received on 2017-apr-14. The representative did not know if there were any symptoms, but did know that the patient ended up in the emergency room (ER) with a beeping pump. The pump resetting into safe mode was clarified as a device issue. The troubleshooting performed was they interrogated the pump and reset to the correct settings. The cause was stated as a decree/recall. The representative did not know the patient¿s weight at the time of the event. The information had been confirmed with the managing nurse practitioner and the implanting surgeon. There were no further complications reported.